Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure using a prostyle device related to an interventional left atrial appendage closure (laac) procedure. Reportedly about a week post procedure, the patient presented with deep vein thrombosis and a thrombectomy was completed. No additional information was provided.